Manufacturer narrative:
One used device was received and evaluated. Visual inspection of the device revealed that the clave at the secondary port on the cassette of the tubing set was partially torn off. There were white drag marks indicating the use of force. Hospira has completed a formal investigation to address this issue. According to the investigation findings, the probable cause is related to the design of the male/female adapter (semi-rigid) since the design is not robust. The semi-rigid adapter could break during packing and shipping process due to the inherent weakness of the semi rigid design itself. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact returned the device to the service ctr with a report of a cracked clave connector. It was reported that this was noted during priming, prior to pt use. This did not indicate a reportable malfunction; however, during verification testing, the clave secondary port on the cassette of the tubing set was partially torn off.